Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported while approximating the two sternal halves the surgeon was tugging on the tensioner causing the tensioner tower to become disconnected from the band. The broken implant was removed and the procedure was completed using a new implant. There was no delay or patient injury. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. It was reported that while approximating the two sternal halves, the surgeon was tugging on the tensioner causing the tensioner tower to become disconnected from the band. This description indicates that the tensioner directions sequence was not being properly followed as instructed in the instructions for use (IFU) for sl360: step 1: push thumb lock up to hold initial tension of the band. Step 2: rotate dial clockwise to fully approximate sternal halves. Note: should tension need to be readjusted during intraoperative placement, rotate dial counter-clockwise to its starting position and push thumb lock down to release tension. Re-approximate by repeating steps 1-2. Step 3: turn the paddle clockwise two full revolutions to lock the device and cut the band. Step 4: place index and middle finger under t handle with the tensioner in the palm of your hand and lift up fingers to remove tensioner from the implant. Pulling on the tensioner should only occur after steps 1-3 have been completed, otherwise this could lead to premature disengagement of the tensioner from the band. Functional testing and inspections could not be performed due to the products not being returned and no photographs being provided. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the surgeon not following the IFU. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.